Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 58-year-old male patient (60 kgs, 175 cm) underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an unk_smartablate generator and suffered esophageal fistula requiring prolonged hospitalization and surgical intervention. A patient suffered an esophageal fistula. On (B)(6), a physician commented ""the patient, who had been treated at another hospital one month before, was referred to our hospital with esophageal fistula.¿ since there was no announcement from the other hospital and no comments from the staff at the site, it may be difficult to collect further information. The complaint product will not be returned for analysis. Additional information was received on (B)(6) 2022. It was reported that the atrial fibrillation (af) ablation was conducted on july 5th. Then on august 9th, the patient visited the facility with fever and symptoms of chest discomfort. Thereafter, mediastinitis was diagnosed. At present, the patient was admitted to the ICU, and was being followed up with administration of antibiotics. Additional information was received on (B)(6) 2022. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. Antibiotics were administered as intervention. The event occurred after discharge from the hospital and required admission to the ICU due to the therapy for adverse event (ae). A smartablate generator was used. No request was received for generator servicing. Additional information was received on (B)(6) 2022. The esophageal mediastinum is where it occurred. A fistula was formed from the la posterior wall to the esophagus. Abscess drainage was completed under laparotomy on august 23rd. Computed tomography (CT) was taken. There were no leaks on august 25th. The patient moved to the general ward. Additional information was received on (B)(6) 2022. The patient outcome of the adverse event was improved. Force visualization features used were dashboard; vector and visitag with tag index as the color option used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Since the event did not occur within the USA, and as per 21 cfr, part 803, as applicable to medical device importers, this is not considered FDA reportable against the unk_smartablate generator.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2022, it was noted that the correct patient code is fistula (e2314). Therefore, the h6. Health effect - clinical code has been updated and the code of laceration(s) of esophagus (e1018) was replaced with fistula (e2314).